Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 44, 51, 72 and 106mg/dl. The expected fasting blood glucose test result range is 165 to 180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:106mg/dl date: (B)(6) 2018 time:04:43 pm fasting, result 2:126mg/dl date:(B)(6) 2018 time:04:35 pm fasting, result 3:51mg/dl date:(B)(6) 2018 time:03:31 pm fasting, result 4:44mg/dl date:(B)(6) 2018 time:02:30pm fasting, result 5:72mg/dl date:(B)(6) 2018 time:03:22pm fasting.